Manufacturer narrative:
The delivery catheter was returned for the reported event of premature separation. The reported event of premature separation was not confirmed. Visual examination found no anomalies. X-ray examination found the hyper-tube broken adjacent to the handle due to procedural damage. Dimensional analysis found no anomalies. Functional testing could not be performed as the leadless pacemaker was not returned.

Event description:
Related manufacturer reference number: 2017865-2023-42524 it was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the tethers of the delivery catheter prematurely released from the lp. The lp continued to be implanted successfully. The patient was in stable condition.